Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by poor appetite and weakness. The cause of the event was unknown. It was reported the patient was not hospitalized. Two days after the event onset, the patient was treated with meropenem injection (1gm, intraperitoneal, once a day, ongoing) and amikacin injection (500mg, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the events and antibiotic treatment was discontinued on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.